Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Date of event: requested, not provided. Catalog number: requested, not provided. Lot number: requested, not provided. UDI: unknown due to unknown catalog number and lot number. Expiration date: unknown due to unknown catalog number and lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown catalog number and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the doctor expressed that he has noticed the hub of the sheath would come unscrewed easily and start to leak. He felt that there was not a tight enough screw mechanism to keep it tight throughout the procedure. The tech also confirmed that it seemed like there was not enough threads on the screw to keep it secure. Additional information was received on (B)(6) 2023: the physician noted the unscrewed cap and would screw tighter whenever necessary. It would happen throughout the case without him realizing and there would already be leakage happening. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath hub assembly difficulty because the sample was not available for assessment. The exact root cause could not be determined. Supplier quality and manufacturing were notified. A supplier corrective action report (scar) was initiated. The device history record (DHR) could not be reviewed since the lot number was not available. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).